Manufacturer narrative:
A second surgery was required to replace a broken device on patient's left brow. Patient was not injured. Device not available to be returned.

Event description:
Bilateral endoscopic brow lift was performed on (B)(6) 2016. Post-op visit showed poor result/failure on patient's left brow. Patient was brought back to surgery on (B)(6) 2016 and was found to have a broken implant on the left side. There was no injury to the patient.